Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead was surgically abandoned due to an unknown product perforce issue. No additional adverse patient effects were reported.

Event description:
Additional information was received that indicated this ra lead surgically abandoned and replaced as it had dislodged. No adverse patient effects were reported.